Manufacturer narrative:
UDI: (B)(4). Address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking just below the port. This occurred during patient connection. The tubing was in a pump, and the blood from the patient backed up into the tubing and mixed with fluid to leak on to the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood. Visual inspection could not identify any abnormalities that could have contributed to the reported condition. The sample was received contaminated with blood; therefore, a sample evaluation could not be performed. The cause of the reported condition may be due cuts occurring with the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.